Manufacturer narrative:
Title laparoscopic technique: intervention for peritoneal dialysis-related diseases source ni et al. International journal of surgery: global health, volume 3, 2020 (1-5) article number: e10 date of publication online: 8 january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study which explored minimally invasive laparoscopic treatment for 817 patients for early-stage complications of peritoneal dialysis (pd), 40 patients failed conservative treatment of pd complications. All patients underwent laparoscopic pd catheter release and suspension or laparoscopic pd catheter extraction, and 26 patients underwent laparoscopic extubation and 14 patients underwent laparoscopic greater omentum suspension. 26 cases had abdominal infection associated with pd (inciden ce rate was 3.18%).